Event description:
Upon investigating the tubing involved in this event, it looks like it could have possibly disconnected at the upper connection at the blue slide component that goes into the alaris IV tubing chamber. It is undetermined whether the tubing broke or disconnected from this site. Pictures were taken and available upon request. One picture depicts the tubing as it was disconnected; the second picture shows the tubing reconnected. A new tubing was examined at the same point of breakage/ disconnection. There is a small plastic blue ring that appears to secure the IV tubing to the safety clamp at the upper connection. The tubing is able to be pulled easily from the connection. A picture of the tubing with the small, plastic blue ring is available. Product information: bd alaris pump infusion set back check valve ref 2420-0007, (B)(4).